Event description:
Customer reportedly received results of 245 mg/dl and 124 mg/dl within 10 minutes on the same device. No high or low blood symptoms reported with these results. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.